Event description:
Customer reported intermittent problems with drawing blood properly through extension set. No details regarding dates of events, all information is anecdotal, no detailed or written reports of specific patient events were provided. Updated information from customer: customer stated the users in the ed would remove the smartsite valve from the extension set to draw blood then replace the smartsite but not securely, then later, fluid would leak from the connection. Reported to resolve the issue, the ed will be changing to a different extension set (that has a permanently attached smartsite valve). No product return expected. There was no patient harm reported and no medical intervention was required. Additional event or patient information was not provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). No product will be returned per customer. The customer complaint of difficulty drawing blood through the set-leaked could not be confirmed as no product was returned for failure investigation. The root cause of the issue was not identified.